Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, faded serial number label, missing retainer and missing reservoir tube o-ring. The pump was unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 146 mg/dl. The customer reported crack on the reservoir thread. The customer does not know how it happened. The insulin pump was returned for analysis.